Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved under p950029. Analysis pending.

Event description:
Reportedly, on (B)(6) 2010, the patient went to the hospital because of syncope. The pacemaker involved in this MDR report could not be interrogated and there was no magnet response. The device was explanted. It was also reported that the battery impedance was equal to 0,93 kohms during the previous follow-up on (B)(6) 2010. It should be noted that this device was listed in the field safety notice issued in october 2005 on symphony/rhapsody related to metal migration - it was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.